Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 2.5x33mm xience xpedition stent was implanted in the mid left circumflex coronary artery, 80% stenosed lesion. On (B)(6) 2014, the patient was hospitalized for angina. An electrocardiogram was taken, color ultrasound and computerized tomography were performed. The results were not known. Unspecified drug therapy was provided. The patient's condition improved although the patient continues to experience persistent symptoms. On (B)(6) 1015, the patient was discharged from the hospital. Per physician, the event is unknown if related to the device. No additional information was provided.